Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with clear surgical debris on product. Visual inspection found no visible damage to lens and debris on lens. Corrected data: h6-patient code: 3191-angle closure should be included in initial MDR. Patient code 1937- elevated iop should be included in initial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -3.50/1.0/109 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a shorter length lens due to angle closure with elevated iop (28.5mmhg) being observed on (B)(6) 2020 and excessive vault. This resolved the problem. Cause of the event is reported as unknown. Reportedly, "patient is happy - all is fine."